Event description:
It was reported that the anesthesia workstation generated technical error code indicating safety valve open. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Investigation of the reported event has been completed. Our field service engineer investigated the system and the reported failure was reproduced. According to the information provided by the field service engineer, the issue was solved by replacing inspiratory pressure transducer printed circuit board (pcb). Evaluation of the received device logs confirmed the reported failure. The pressure transducer test failed due to that the measured zero pressure offset for the inspiratory pressure transducers had drifted outside acceptable limits. No parts have been returned for the further analysis of the issue. The pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. Our conclusion is that the inspiratory pressure transducer printed circuit board (pcb) was broken. The true root cause has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).